Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus pen will not work due to cracked screen overlay/bezel assembly. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).

Event description:
It was reported the screen was cracked and the stylus pen no longer worked. The programmer was returned for repair. No patient complications were reported as a result of this event.